Event description:
It was reported that several printed-circuit (pc) boards were found damaged by liquid. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer (fse). It was found that several pc boards were subjected to corrosion. The control pc board, expiratory pressure transducer pc board, monitor pc board, and expiratory channel pc board were replaced. No parts have been returned for investigation, but pictures of the damaged control pc board, expiratory pressure transducer pc board, and expiratory channel pc board, were received. A visual inspection of the received pictures confirmed severe liquid damage/corrosions on all three pc boards. Liquid/corrosive substance on pcb can cause failures/short circuits which might lead to a ventilator malfunction. Our conclusion in this matter is that ingress of a corrosive substance in the ventilator led to corrosion on the pc boards. It is not known how the corrosive substance entered the ventilator and ended up on the pc boards.

Event description:
(B)(4).